Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient came to the clinic upon becoming symptomatic, and it was assumed that the symptoms coincided with the end of device function. It was noted that the device reached eri (elective replacement indicator) at least two years earlier. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2003. (B)(4).